Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient on continuous renal replacement therapy (crrt) in hemofiltration mode (cvvh) experienced a low oxygen saturation while connected to a gamcath gdhk 1315 catheter, a baxter dialysis machine, and a baxter filter set. It was reported that the patient was also connected to an oxygenation extracorporeal membrane (ECMO) during this treatment. During treatment, the nurse had to increase the level of the deaeration chamber six times. Two minutes after the sixth adjustment, approximately 12 hours into treatment, a ¿malfunction : air detector¿ alarm occurred. The circuit was checked and a ¿melted¿ luer connector of the return line to the catheter was identified. However, the reporter stated that no warmer or other heat source was in use. Air was noted to have entered the return line of the set. It was not possible to disconnect the catheter from the set, so the catheter and the filter set were both removed from the patient. A blood transfusion was performed on the patient. The patient outcome was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However a picture was provided and a gamcath gdhk -1315 catheter could be identified. Some residuals of blood were visible on the catheter surface (partly on the connectors; extension lines hub and shaft). The tip end of the catheter was not visible on the picture. The arterial extension line showed an opened red clamp. The visible surface of both connectors, clamps and extension lines did not show a damage. No deformation or indication of complained failure like ¿melted areas¿ were visible from both connectors of the catheter. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.